Event description:
It was reported that blocker inserter was broken during the surgery.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Upon inspection it was found that half of the tip fractured off of the device. The fractured piece was not returned. The surgery was successfully completed with a backup instrument. No relevant manufacturing issues were identified for the reported lot #. The plausible root cause of the reported event is most likely too much bending force applied to the inserter tip along with normal wear due to extended use.

Event description:
It was reported that blocker inserter was broken during the surgery.